Manufacturer narrative:
Correction: d5: explant: unk. G4: not combination product. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with a history of pseudomonas keratitis, penetrating keratoplasty, previous cataract surgery and graft suturing for a leak experienced excessive vault and significant reduction in iridocorneal angles.the lens was removed and a shorter length was implanted.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3 - product evaluation: lens was returned with residue/debris in liquid within a microcentrifuge vial. Visual inspection found no damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).